Event description:
The pt underwent a spinal fusion where vitality screws were inserted. The pt required add'l surgical procedures for revision and post surgical infection. The rep from zimmer biomet supplies the product for the surgeries. The hosp is not required to provide the product. FDA safety report ID#: (B)(4).